Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the doses logged in the inpen are incorrect and it started happening in the past week. During troubleshooting, customer's mother was advised to remove the cartridge holder and dispense 5 units 3 times. The customer's mother stated the difference between the dose intended and dose logged was greater than 1.0 unit. The customer's mother also reported the cartridge holder has a crack. No harm requiring medical intervention was reported. The device is expected to return for analysis.